Event description:
It was reported that the subject device had error in the image. The issue was found during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report and additional information regarding legal manufacturer investigation results. The device was returned to olympus. The reported event was confirmed and was due to damage on the ultrasonic probe. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. This event was reported in error, and it would be unlikely to cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from the customer.